Manufacturer narrative:
Qn: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the insertion procedure, the catheter difficulty to insertion. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".